Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Abbvie is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. The event of "pregnancy related complications", deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported injecting a clinical patient in the cheeks with 3.2 ml and in the perioral area with 0.8 ml of juvéderm® volite¿. A month later, the patient the subject experienced ¿occasional lower abdominal pain¿ and received treatment at other hospital, which confirmed the presence of pregnancy, albeit accompanied by a small amount of ¿vaginal bleeding.¿ five days later, there was an increase in vaginal bleeding compared to the previous assessment, presenting with ¿blood clots¿; however, the patient reported no abdominal pain. Examination results indicated, the subject was diagnosed ¿spontaneous abortion.¿ follow-up evaluations a week later at the hospital indicated that the sae ¿spontaneous abortion¿ ended. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-78295). This emdr is being submitted for the 2nd injection.

Manufacturer narrative:
Additional, corrected, and/or changed data: b5 and h6.

Event description:
Additionally, the patient was injected a months after the initial injection in the cheeks with 2.4 ml and in the perioral area with 0.6 ml of juvéderm® volite¿. Three weeks after the ¿spontaneous abortion¿ ended, the patient experienced non-device related "hyperglycemia." Event is ongoing.